Event description:
Event description cpi received information that this endotak dsp lead showed high impedance, and greater than 2500 ohms. Fractured rate sense at the connector. The rate sensing portion was capped, and the high voltage portion remains active. A cpi rate sensing lead was implanted in the patient without issue.